Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue end) and the main body (light blue part) of an unspecified quantity of peritoneal dialysis (pd) transfer sets; further described as ¿when you attempt to disconnect the line from the miniset, instead of the line coming loose, the navy blue end of the miniset unscrews from the lighter blue part¿. This was identified during peritoneal dialysis (pd) therapy. The device had been in place for two (2) weeks on a new pd catheter (used only once for a flush) and it presented like this when the patient was in training. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue #: was changed from asku to r5c4483. G4: PMA/510k # or bla #: was changed from ni to na. H10: the sample was received for evaluation with a beige connector attached to the female connector. A visual inspection with the naked eye noted a female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.